Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy with a return of symptoms on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. Treatment included giving the patient cerise. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015. The event was resolved on (B)(6) 2015. The patient later reported they had a loss of efficacy and return of symptoms on (B)(6) 2015 and (B)(6) 2016. The cause was unknown. The patient was given cerise and the return of symptoms on (B)(6) 2015 was resolved between mid (B)(6) and mid (B)(6). The return of symptoms on (B)(6) 2016 was resolved by reprogramming the ins. The patient reported another loss of efficacy and return of symptoms on (B)(6) 2016. The cause was unknown. The ins was reprogrammed on (B)(6) 2016, but the event was ongoing. The events were assessed as not serious, not related to the procedure, and related to stimulation. No surgical intervention was taken or planned and the patient was alive with no injury. The patient's medical history includes idiopathic functional incontinence since 2010.

Manufacturer narrative:
H6. Codes were updated to align with imdrf harmonization. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was reported that the event resulted in an unplanned visit on (B)(6) 2016. The treatment given was reported to be ceris, food supplements, and postana. It was reported that the event resolved on (B)(6) 2017 which was a different date than the one previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that medication of ceris, pumpkin seeds, and prostana was administered. The outcome was resolved on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.